Event description:
Journal reference: mckenna d, beverstein g, reichelderfer m, gaumnitz e, gould j. Gastric electrical stimulation is an effective and safe treatment for medically refractory gastroparesis. Surgery. 2008;144(4):566-574. Gastroparesis is characterized by delayed gastric emptying in the absence of obstruction. Common symptoms include nausea, vomiting, and abdominal pain. Severe gastroparesis can result in recurrent hospitalizations, malnutrition, and even death. Gastric electrical stimulation (ges) is a low morbidity treatment that may be effective in patients who are refractory to medical therapy. Nineteen patients were followed for more than 35 months. Reportable event: feeding jejunostomy tubes were placed in 2 patients. Both of these patients were able to resume oral intake, and both feeding tubes were removed between 6 and 8 weeks postoperatively. See MFR report # 2182207200807558.